Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated to wear looking pregnant"), nausea ("was nauseated"), alopecia ("loose big handful of hair every shower"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), peripheral swelling ("swelling in feet and hands") and malaise ("sick"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, alopecia, arthralgia, peripheral swelling and malaise had resolved and the abdominal distension, nausea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, feeling abnormal, malaise, nausea and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: abdominal distension, abdominal pain, alopecia, arthralgia, feeling abnormal, nausea, swelling of feet and hand , malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated to wear looking pregnant"), nausea ("was nauseated"), alopecia ("loose big handful of hair every shower"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), peripheral swelling ("swelling in feet and hands") and malaise ("sick"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, alopecia, arthralgia, peripheral swelling and malaise had resolved and the abdominal distension, nausea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, feeling abnormal, malaise, nausea and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: abdominal distension, abdominal pain, alopecia, arthralgia, feeling abnormal, nausea, swelling of feet and hand, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.